Event description:
Minerva handpiece was connected, completed self test and error 005 stating replace handpiece. Handpiece replaced with different lot number and machine turned off and unplugged and error code 005 again. Rep notified company engineer and they stated the issue was in the machine. Physician was unable to complete endometrial ablation. No patient harm.